Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had visited their primary doctor 2 months ago and had a medical event. The patient also mentioned that their blood glucose levels were low but did not give an exact value. According to the patient the controller and senor was having problems connecting. The controller makes some beeping sound because they are not connected.